Manufacturer narrative:
Additional information: product analysis:witness marks on the upper flank of the set screw suggest significant loading, consistent with incomplete seating of the rod within the mas saddle.

Event description:
It was reported that during, intra-op, set screw was torqued off. When distracting on l3-l4, the broken off set screw on l4 allowed the rod to slide. It was then taken out and discarded. The screw did not break. No patient complications were reported as a result of this event.

Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.